Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, damage was observed on the optic near a haptic. Following the procedure, the lens became dislocated and has affected the patient's visual outcome. The patient has been treated with medications.

Manufacturer narrative:
The sample was not received for evaluation. A video of the lens implant was returned. The video did not show preparation of the lens prior to the procedure. As the lens was being delivered, the plunger is pushing the lens with the tip of the plunger over the haptic/optic junction. After the lens unfolds, the haptic is nicked by the haptic/optic junction. Product history records were reviewed and all documents indicate the product met release criteria. We are unable to confirm that the correct lens/cartridge combination was used. There have been no other complaints reported in the lot number. Additional information was requested and received.